Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, beginning on or about (B)(6) 2008, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: physical injury and bodily impairment; debilitating lack of mobility; severe past and future physical and mental pain, suffering, and inconvenience; and past and future medical expenses. It is also alleged, the pt could not have known that he was injured by excessive levels of chromium and cobalt until after the date he had his blood drawn and he was advised of the results of said blood work.